Event description:
It was reported that before use of the unspecified bd¿ needle the package was mixed with two different sized needles. The package was also not sealed properly. The following information was provided by the initial reporter, translated from portuguese to english: there were two needles in the same package of the needle 0.80x25mm, one of them was the needle 0,40x12mm colored in the middle, dull, no tip. The package was not completely closed.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the unspecified bd¿ needle the package was mixed with two different sized needles. The package was also not sealed properly. The following information was provided by the initial reporter, translated from portuguese to english: there were two needles in the same package of the needle 0.80x25mm, one of them was the needle 0,40x12mm colored in the middle, dull, no tip. The package was not completely closed.